Manufacturer narrative:
Visual analysis of the returned capio device showed that the needle had detached from the suture and was stuck inside the capio carrier. The complaint was confirmed. Mechanical analysis of the capio device found that the carrier would not extend. A review of the manufacturing records was performed, and no issues that could have contributed to this event were found. The probable cause of this event was determined to be operational context.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a capio open access suture capturing device, the capio device "lock[ed]" and the needle of the suture (type unknown) that was used with the capio device, detached. The patient reportedly did not suffer any complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Please see 'additional manufacturer narrative' for the analysis of the returned capio device.